Event description:
I started using colgate toothbrush ultra soft gum health charcoal toothbrushes (value pack of 4) about 6 months ago because I thought they would help clean my teeth better after oral b's toothbrushes declined in quality. After using the second pack, I noticed one of the bristles came out inside my mouth and luckily I felt it and spit it out. Same thing happened today. I did not take a picture of it, because I wanted it gone, it scared me so bad that I might have swallowed it. The bristles would do get stuck/do serious damage to your throat, esophagus, or stomach, depending on whether or not you swallowed it. The lot number of this package is 2022/12/30 and was bought at a (B)(6) store. More labeling: "made in china" model no. Ss/adv, upc code: 27854 00438 7. This product needs to be taken off the shelf immediately. It is hazardous! Brush teeth to clean them, remove plaque, stains.